Manufacturer narrative:
The insulin pump was monitored, set to proper time and date. The time or date did not change during our testing. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a time clock anomaly; it was gaining two days. The customer's blood glucose was 5.4 mmol/l. The discontinuation of the device was advised. The customer was no vacation and did not have a backup plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.